Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 405 mg/dl treated with needles. Customer stated insulin pump started beeping because blood sugar have been high and they had an infection. Customer had stated symptoms related to their high blood glucose was nausea, vomiting, abdominal pain and difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.